Event description:
Additional information received indicates that after an ablation procedure the right ventricle leadless pacemaker (rvlp) was interrogated and several device resets occurred. Thorough device testing indicated normal device function.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient's right ventricle leadless pacemaker (rvlp) exhibited a software related reset. No changes or interventions were reported. The patient condition was not known.